Manufacturer narrative:
Argus case cn2019apc070627.

Event description:
Case description: this case was reported by a other health professional via regulatory authority and described the occurrence of hypersensitivity in a 30-year-old male patient who received breathe right nasal strips nasal strip for nasal congestion and cold. On an unknown date, the patient started breathe right nasal strips. On an unknown date, an unknown time after starting breathe right nasal strips, the patient experienced hypersensitivity (serious criteria other: serious harm) and application site itching. The action taken with breathe right nasal strips was unknown. On an unknown date, the outcome of the hypersensitivity and application site itching were unknown. It was unknown if the reporter considered the hypersensitivity and application site itching to be related to breathe right nasal strips. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: patient was used product before bedtime but on the next day discovered itching on the skin of his nose. He had allergic reaction of the skin. Follow up information received on 23 apr 2019: on an unknown date, the outcome of the hypersensitivity and application site itching were recovered/resolved. Reporter reported that no other combination medication, adverse events got better, other information was unknown. Patients demographics was updated.

Manufacturer narrative:
Argus case ID (B)(4).

Event description:
Hypersensitivity [hypersensitivity]. Itching of skin on nose [application site itching]. Case description: this case was reported by a other health professional via regulatory authority and described the occurrence of hypersensitivity in a (B)(6) male patient who received breathe right nasal strips nasal strip for nasal congestion and cold. On an unknown date, the patient started breathe right nasal strips. On an unknown date, an unknown time after starting breathe right nasal strips, the patient experienced hypersensitivity (serious criteria other: serious harm) and application site itching. The action taken with breathe right nasal strips was unknown. On an unknown date, the outcome of the hypersensitivity and application site itching were unknown. It was unknown if the reporter considered the hypersensitivity and application site itching to be related to breathe right nasal strips. Additional details: patient was used product before bedtime but on the next day discovered itching on the skin of his nose. He had allergic reaction of the skin.